Event description:
It is reported that patient experienced an allergic reaction and femoral osteolysis.

Manufacturer narrative:
As no lot numbers were provided for the explanted devices, the device history records could not be reviewed. This report will be amended once the investigation is accomplished. Zimmer reference number of this file is (B)(6).